Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had issue. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had broken. Customer doesn't know which part of the insulin pump was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.